Event description:
Additional information received confirmed that the device was reprogrammed as an interim resolution until the revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information has been requested but not received.

Event description:
During a follow up in clinic, electrical anomalies were noted on the device. X-ray imaging was performed and confirmed dislodgement of the right atrial lead. No intervention was performed. The patient was stable.